Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery multiple times and customer has unstable blood glucose. The customer's blood glucose was 24mg/dl. The paramedics were contact and treated customer onsite. Customer declined low blood glucose troubleshooting; he said he went low because he was not eating due to a surgery. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the displacement accuracy test.